Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that formula was getting stuck in the pump segment of the tubing. They stated that they would set up a feed at night, and that in when the feeding was finished they would find the bag still full. They also reported that they are using kate farms formula. The initial reporter also stated that the patient did not experience any adverse effects due to this complaint. (B)(4).